Manufacturer narrative:
Voluntary medwatch report# mw5110318 was received from the FDA. We have continued to follow up with the customer with no confirmation that the part will be returned and no additional information. There has been a total of 307 sold with no additional complaints recorded. This is an isolated event. A follow up report will be submitted once we have received additional information.

Event description:
The customer alleged that during a surgical procedure, while applying the fish hooks to the cranium, one broke off.

Manufacturer narrative:
After attempting to contact the customer multiple times, no further information could be obtained and the device was not returned for evaluation. Without the device, pictures of the device, or the lot number, a true investigation cannot be completed. There has been a total of 307 sold of all lots with no additional complaints recorded. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges additional patient involvement or details that are pertinent to the investigation, a follow up report will be submitted.

Manufacturer narrative:
After multiple follow ups, the device was returned for evaluation. Upon evaluation it was confirmed that the wire broke that connects the hook to the rest of the instrument. The wire appeared to have signs of extensive stress. The customer voiced a concern that they were not sure if they were using the device properly. The customer was put in contact with instrument specialists to help with further use of the product. This is an isolated event with no further actions necessary. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.